Event description:
Info received indicates the steer and brake is not functioning.

Manufacturer narrative:
The tech found the brake was not holding due to worn casters. The tech replaced the casters to repair the bed.